Event description:
It was reported that during a nephrectomy procedure, the device cut, but the staples were malformed. The device was reloaded and the case was completed with no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.